Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat (s/n (B)(4)). The sample was retested on a different platform (cepheid) and another cobas liat (s/n 13125) which yielded negative results for sars-cov-2. It is unknown if the same or new sample was used for the retest. The negative result was released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Event description:
The same sample was retested on a different platform (cepheid) and another cobas liat (s/n (B)(6) which yielded negative results for sars-cov-2.

Manufacturer narrative:
The root cause cannot be identified, true amplification was observed for the sars-cov-2 target and no product problem was identified. Review of the positive run shows a curve representative of true amplification for the sars target. The negative run could not be evaluated as data was requested but could not be provided. Overall, no analyzer issue is suspected based on review of the provided data. A complaint history analysis search was performed and no systemic product problem was identified. Corrections: b6 and b5 now reflect that the same sample (instead of unknown if same or new) was used on both the cepheid assay and cobat liat. And the cobas liat serial number for the retest was updated from s/n (B)(6) to (B)(6).